Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a right ventricular lead revision for noise, the pulse generator exhibited a diagnostics anomaly during interrogation. The device was explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
Return date analysis was normal. No anomalies were found.